Manufacturer narrative:
The company rep examined the system and no problems were found. Preventive maintenance was performed. The system was then tested and met all product specifications. The root cause is unk. (B)(4).

Event description:
A healthcare professional reported during a procedure, the system was intermittently not cutting, and high pressure was noted in the eye although, the system showed low pressure. No further details or current pt status known at this time. Additional info has been requested.